Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during preoperative checkout, the machine indicated anesthesia control board errors. There was no report of patient involvement.